Event description:
Report received from (B)(6) stating that the device had a noise and an issue with te locking lever. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).